Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since the lot number could not be determined, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with an unknown mentor gel implant and experienced left sided rupture post procedure. The rupture was discovered during explant surgery on (B)(6) 2019. Lot numbers 13532458 and 13532460 were reported, however, it was not stated which lot number belongs to the ruptured implant, and neither lot number could be matched to a product code. If additional clarification is received in the future, a supplemental report will be submitted.